Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be "as low as reasonably practicable." The sterrad 100nx was inspected following the incident by a field service engineer (fse) who replaced the vacuum pump to resolve the cancelled cycle issue. The returned vacuum pump was not located at asp for investigation. The user guide for the sterrad 100nx recommends that safety gloves must be worn when handling loads from a cancelled cycles. The user did not follow the user guide warning "warning! Hydrogen peroxide is corrosive."

Manufacturer narrative:
The unit was tested by an asp fse who isolated the failure to a defective vacuum pump. The fse removed and replaced the vacuum pump. Upon completion, the system passed all verifications. The system meets manufacturer's specifications.

Event description:
The customer reported that a healthcare worker (hcw) experienced contact with hydrogen peroxide on the palm of her hand next to her thumb. After the sterrad 100nx cycle cancelled, the hcw noticed a liquid on the outside of the polyprolene wrapped camera in the chamber and proceeded to wipe it off with her hand. The hcw's noticed a white residue around the area of contact, she rinsed the area with running water. The hcw was not wearing personal protective equipment (ppe).